Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged pump error 68, keypad unresponsive/button error alarm, and blank display found on (B)(6) 2021. Insulin pump passed displacement test, sleep current test, active current test, self test and test p-cap locks into reservoir compartment. No unexpected alarms occurred during testing. Insulin pump was cut open to perform visual inspection and moisture damage on keypad assembly noted. Keypad assembly passed keypad voltage test, however, moisture damage noted. Insulin pump downloaded to thus successfully. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. Pump error 68 was found in the history download at october 6 2021 at 15:56 due to moisture damage. Stuck key alarm was found several times on october 6, 2021 at 10:49 through 16:54 as well as october 7, 2021 at 2:25 through 8:08. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, corroded battery tube and minor scratches on lcd window. In summary, customers alleged pump error 68 was confirmed due to moisture damage, however, keypad unresponsive/button alarm and blank display was not confirmed. Insulin pump passed sleep and active current test, as well as self test. Moisture damage on keypad assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and had keypad anomaly. Customer did received stuck button alarm but was unable to clear the alarm. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the pumps display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.